Event description:
It was reported that the device was used during a low anterior resection. The stapler was fired, the surgeon noted they closed and removed the device properly and both donuts were complete, but there was a large defect in the anastomosis. It appears the staple line did not close. They checked the donut and could tell that the anastomosis had fallen apart. The surgeon stated that the donuts were in perfect shape, it was visible, however, that there were unformed staples present. Another device was used to complete the case. There was not adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.